Manufacturer narrative:
This report is submitted on may 28, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to lack of benefit and the need for multiple imaging. There are no plans to reimplant the patient with a new device as of the date of this report.